Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was experiencing pain and discomfort at the ipg site that became worse after a fall. The physician examined the pocket site and stated that there was bruising and confirmed that the ipg had migrated as a result from the fall. The pocket was revised and the ipg remained in the same location. The patient was doing well postoperatively and getting good coverage.